Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when patient presented in clinic for a normal device check, high, out of range hv lead impedance was observed. The lead was explanted and replaced during a normal device change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal end measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 41.6-41.9cm from the distal end, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 13.1-15.5cm from the distal end. Internal insulation abrasions were noted at